Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat a pancreatic cyst during a axios stent placement procedure performed on (B)(6) 2022. The physician was using the endoscopic ultrasound (eus) method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1:1 fashion. During the procedure, the stent was fully deployed; however, the second flange of the stent did not release from the scope. The stent eventually released from the scope; however, it was fully deployed in the stomach. The stent was removed using a forceps and the procedure was completed using another axios stent. There were no patient complications as a result of this event. A photo of the device provided by the complainant shows that the inner sheath was kinked. Note: it was reported that the handle was rotated as the device was luer locked to the scope. The axios stent and electrocautery enhanced delivery system directions for use state, "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope."